Manufacturer narrative:
(B)(4). The customer report was not confirmed. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the device history and service history revealed no issues that could have caused or contributed to the reported condition. The assignable cause was undetermined.

Event description:
During a call with baxter homecare services (hcs), the nurse (pdn) reported a patient complained that after a software upgrade to the homechoice device, the device would pull when he was dry. Product surveillance contacted the nurse on (B)(6) 2012 regarding the reported event. The home patient (hp) has been performing pd therapy for eight years. The patient received the 10.4 software upgrade on (B)(6) 2011. On (B)(6) 2012, the patient presented to the emergency room due to severe abdominal pain experienced during initial drain. On (B)(6) 2012, the patient underwent surgery and had 3 feet of small bowel removed due to necrotic lesions. The nurse stated she did not know if this was due to the homechoice, but felt she should report it. The patient will no longer be able to perform pd therapy and will begin hemodialysis tomorrow, (B)(6) 2012. The patient has no history of bowel problems. The nurse stated there were no issues with the catheter placement. Information pertaining to the patient's therapy was reported as follows: the patient had a last fill of 2000ml and performed a 2000l day exchange 4 hours prior to starting automated peritoneal dialysis (apd). The initial drain amount was set to 1400ml and on one occasion the patient drained 2250ml and still complained of drain pain. No further information was provided.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted if additional information becomes available.